Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the 319 error and replaced universal surgical manipulator (usm) and completed system verification without any issues. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm and reproduce the reported failure "error 319 on acc". The unit was tested on an in house system and failed normal mode as the axes controller, carriage (acc) board was not detected. The unit was also tested on a pftp and passed lissajous, led brightness, sine cycle, and brake test. The rolling loop was swapped with a new one and error 319 no longer occurred. The original rolling loop was reconnected and the error returned. The rolling loop will be replaced as a fix. A procedure log review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a cholecystectomy procedure on (B)(6)2022 on system sk1268. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 32114 related to communication link issues, 25730 related to motor axis issues on arm 2, 307 and 319 related to node issues on armnet 2 on the usm. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank. Field is blank because the product is not implantable. Information for the blank field is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they got a non-recoverable error. The customer reported that arm 4 was holding up time and all arms were docked to the patient with the instruments installed. The system logs confirmed that there were motor axis faults and fiber communication errors reported by the universal surgical manipulator (usm) 2. The fse recommended that the customer perform a power cycle and an emergency power off (epo). After power cycling the system, performing an epo, and resetting the breaker on the patient side cart (psc), a non-recoverable 319 error occurred, indicating that that an axes controller carriage (acc) in usm2 was not responding at startup. The fse recommended the customer to select the disable arm 2 option. After disabling armnet 2, the surgeon moved the camera to arm 3 to continue the procedure with the remaining arms. The field service engineer (fse) was to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer does not have any further information about the reported issue.